Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous left ventricular (lv) lead may have exhibited out-of-range pace impedance measurement >2,000 ohms. Capture was noted as still within normal limits. There were no reported adverse patient effects. The local area sales representative was contacted for more information, but none is available to date. This device was later explanted, successfully replaced, and returned for analysis. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
To date, information suggests that the lv lead and this device remain actively in service. As new information would become available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.